Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿24 volt low¿ alarm during a patient's hd treatment. The patient¿s blood was not able to be rinsed back as a result. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿24 volt low¿ alarm during a patient's hd treatment. The patient¿s blood was not able to be rinsed back as a result. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.